Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. History includes stent placement and ivc filter placement in 2008. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt anteriorly with possible embedment. Additionally, some of the filter struts penetrated through the ivc wall into the mesenteric/pericaval fat. A CT scan showed minimal basilar atelectasis, focal subpleural calcifications in the lung bases. There is a possible low-attenuation lesion of the right lobe of the liver, measuring approximately 10 mm in size, of noncirrhotic liver morphology. Small cysts in both kidneys. Left common iliac stent. Permanent filter in the infrarenal ivc. Bilateral sacroiliac joint degenerative changes with vacuum phenomenon and sclerosis on both sides of the joint. Per the patient profile form (ppf), the patient reports the filter is tilted, perforation of the ivc, blood clots, clotting and/or occlusion of the ivc. The patient also reports problems breathing. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stent insertion post ivc filter placement is a known potential adverse event and maybe related to the occlusive thrombosis as reported by the patient. Shortness of breath does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a scan noted that the filter is slightly tilted anteriorly to the left with proximal cone lying on the wall of the ivc with possible embedment. Additionally, some of the filter struts penetrated through the ivc wall into the mesenteric/pericaval fat. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and seven months post implantation. The patient reports the filter is slightly tilted anteriorly with the superior apex adjacent to the wall of the vessel. The patient also reports post-implant blood clots and problems breathing. A CT scan was performed and the following results were found: minimal basilar atelectasis. No focal consolidation. Focal subpleural calcifications in the lung bases are nonspecific but may represent concretions from prior aspiration, sequela of prior granulomatous infection or less likely calcified pleural plaques. There is a possible low-attenuation lesion along the lateral aspect of the right lobe of the liver, measuring approximately 10 mm in size and not definitely present on prior CT. Noncirrhotic liver morphology. Small cysts in both kidneys. There is a stent in the left common iliac vein. There is a permanent filter in the infrarenal ivc. Bilateral sacroiliac joint degenerative changes with vacuum phenomenon and sclerosis on both sides of the joint.right greater than left ls-sl facet arthropathy with bilateral neuroforaminal narrowing.

Manufacturer narrative:
Reporter occupation: senior counsel litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation. A scan noted that the filter is slightly tilted anteriorly to the left with proximal cone lying on the wall of the ivc with possible embedment and some of the filter struts penetrate through the ivc wall into the mesenteric/pericaval fat. The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation into mesenteric/pericaval fat could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a scan noted that the filter is slightly tilted anteriorly to the left with proximal cone lying on the wall of the ivc with possible embedment. Additionally, some of the filter struts penetrated through the ivc wall into the mesenteric/pericaval fat. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.